Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09dec2020.

Event description:
The customer reported that the touchscreen is not working. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported.

Manufacturer narrative:
G4:11jan2021. B4:13jan2021. The unit was not in use on a patient. The unit is not under warranty, and the customer canceled the service call. There was no field service engineer (fse) dispatched onsite for evaluation. This case was closed out with no repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.